Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced inflammation on the right eye (od) at a four day post op exam. The surgery noted there was inflammation secondary to interface debris. The patient¿s chief complaint was of irritation. The patient¿s comments were of visual acuity blurry on the od and feel irritated when the patient adds tear drops in. Topical steroid dosage was increased to resolve the symptoms. The surgery center reported the symptoms have been resolved. Pre-op: bcva from (B)(6) 2017: right eye (od) pre-op 20/25 -10.25 x -.75 x 85, left eye (os) pre-op 20/20 -10.00 x -.50 x 37.